Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the arterial catheter from the single lumen distal aortic pressure monitoring set broke at the base of the catheter, and the line was removed immediately. The resident inserted a right radial arterial line after removal of the femoral arterial line. It was further noted that the catheter had a crack at the insertion site, the hub was intact, and there was minimal bleeding. This product problem did not result in any reported serious injuries to the patient.